Event description:
It was reported that a patient had a midline laparotomy on unknown date and suture was used on the abdominal fascia tissue. The patient experienced wound healing impairment and wound dehiscence on (B)(6) 2012. The patient underwent a surgical revision and re-closure of fascia. No additional information provided.

Manufacturer narrative:
(B)(4). It was reported that initial procedure performed on (B)(6) 2012 was a right hemicolectomy with ileotransversostomy. The suture was placed continuously. During the re-operation, the suture and the knots were intact. There was no suture breakage. The surgeon believes that the patient had a wound healing disorder. Currently, the patient is in good condition.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. Additional information: the actual device associated with this event is not known. The two following possible products have been reported: pds ll plus antibacterial suture; pds ii (polydioxanone) suture.